Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, motor error and that they experience high blood glucose level of 500mg/dl. The customer was assisted with motor error troubleshooting. Customer's blood glucose level at the time of the incident was 500mg/dl and treated with injections. The customer stated that the drive support cap appeared normal. The insulin pump alarmed during displacement test. The customer was assisted with manual prime/fill tubing with new reservoir. The insulin pump did not alarm motor error and the displacement test and manual prime were successful. The customer was advised that the insulin pump was working properly. The product will not be returned for analysis.